Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that premature battery depletion was alleged involving this subcutaneous implantable cardioverter defibrillator (s-ICD). The device longevity went from 53% in (B)(6) 2021 to 14% battery remaining most recently in (B)(6) 2021. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was explanted and will be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that premature battery depletion was alleged involving this subcutaneous implantable cardioverter defibrillator (s-ICD). The device longevity went from 53% in may 2021 to 14% battery remaining most recently in june 2021. The device was explanted and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that premature battery depletion was alleged involving this subcutaneous implantable cardioverter defibrillator (s-ICD). The device longevity went from 53% in may 2021 to 14% battery remaining most recently in june 2021. The device remains implanted. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.